Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent output was confirmed. Data was provided for evaluation. The complaint was not confirmed via data. A root cause cannot be determined.the root cause was determined to be a defective speaker.